Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery test, replace battery now alarm or power loss alarm noted during testing or in the pump trace download. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had failed battery alarm during normal use on insulin pump. The customer¿s blood glucose level was unknown. Customer was advised to insert another new / fully charged battery and pump alarmed again. The insulin pump will be returned for analysis.